Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is a report of a peritoneal dialysis (pd) patient who suffered a major heart attack and died. On an unknown date, the patient was moved from hemodialysis to pd, following unspecified "heart symptoms". The day before the patient died, the patient was hospitalized for severe weakness in both arms and pain in neck and back. The following day, the patient experienced a major heart attack and died. No autopsy was performed. Dianeal therapy was ongoing until the time of death. The peritoneal dialysis nurse has declined to provide any additional information.